Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the ventricular output connector was broken. It was also noted that the upper case was broken, the lower case was broken and two side bail covers were broken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator had a broken ventricular connector. The generator was returned for service. It was indicated that there was no patient involvement associated with the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.